Event description:
Customer reported her insulin pump alarmed no delivery during a motor error. Customer's blood glucose was 234 mg/dl. The alarm occurred during manual prime. She was advised to do a complete set change as soon as possible. She is returning the reservoir for analysis. Customer also mentioned that her infusion sets had a bent cannula three times on (B)(6) 2014. Her blood glucose at that time was 4000 mg/dl. She treated with her insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Four opened and or used reservoirs were inspected for anomalies and none were noted. Occlusion test and manual prime was performed and reservoirs were not occluded.